Manufacturer narrative:
Batch review performed on 03 sept 2025. Reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot. 2427729: (B)(4) items manufactured and released on 07-feb-2025. Expiration date: 23-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 2427322: (B)(4) items manufactured and released on 10-dec-2024. Expiration date: 25-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2427724: (B)(4) items manufactured and released on 16-dec-2024. Expiration date: 28-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot. 2431343: (B)(4) items manufactured and released on 14-jan-2025. Expiration date: 16-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 2433024: (B)(4) items manufactured and released on 29-jan-2025. Expiration date: 14-jan-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 3 months from the primary surgery, the patient came in due to signs of an infection, and the pathogen is unknown. The surgeon removed the poly, metaphysis, glenosphere, and screws, and reimplanted permanent hardware. The surgery was completed successfully.